Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she tried to program a bolus on her insulin pump but then it alarmed no delivery. This happened three times in a day and 3 other times in the past week. Customer does not recall any significant events leading to the error. Customer's blood glucose fluctuated from 250 mg/dl to a high of 450 mg/dl. Troubleshooting resolved the no delivery error for the customer however, customer declined troubleshooting for high blood glucose. Customer was advised to monitor pump.